Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip tips to be bent which caused side to side misalignment of the grip. There was a 0.044 offset at the tips. The bent grip did not exhibit separation of the yaw pulley cover at the glue joint, however likely cause of bending remains overloading at the tip. Failure analysis concluded that the bent damage may be due to mishandling/misuse. Failure analysis investigation also found the following damages: the instrument's pitch cable was frayed. The pitch down cable was frayed at the wrist of the instrument. Small strands were observed to be sticking out at the wrist of the instrument. There were no damage to the other cables. The instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches measured approximately 0.209 - 0.010 in length and was not aligned with the tube axis. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that during a da vinci sacrocolpopexy surgical procedure, it was observed that the pk dissecting forceps instrument stopped articulating. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.